Manufacturer narrative:
It was reported that the disposable became unlatched from the cardiohelp. A getinge service technician investigated the unit on (B)(6) 2021 and could not detect any failure at the disposable mounting. The technician performed a functional and safety test and all tests were passed successfully. The review of the non-conformities has been performed on 2021-05-27 for the period of (B)(6) 2012 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in 2012-09-01. According to the cardiohelp risk assessment the most probable root cause is that the hls module was not securely fixated into the cardiohelp-I-drive . In the instruction for use ( cardiohelp system, chapter 5.2.1 attaching the disposable for the hls retainer) is stated to ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that the cardiohelp unit stopped running while on patient because the hls module became detached. Complaint ID: (B)(4).